Event description:
It was reported that during a lap appendectomy procedure, closing the device was difficult. When fired, a loud crunching sound was heard. When the device was opened, the staple line was mangled and the device did not cut. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.